Event description:
It was reported that for 1 month, the patient no longer had any access to sound. All external components have been changed but without success. X-ray shows normal results. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.